Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. Customer is planning to return the unit to service based on the service manual's direction that a stand alone code is inconsequential. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports error insufficient blower current error occurred. There was no patient involvement.